Manufacturer narrative:
Additional product codes for this report include hwc. (B)(4). (B)(6). (B)(4). Added ¿foreign¿ to the report source list. Device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 11, 2013 - expiry date: april 1, 2023. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was reported that a patient was originally implanted with a proximal femoral nail antirotation ii (pfna-ii) construct on an unknown date in (B)(6) 2014. An x-ray taken on an unknown post-operative date confirmed nail breakage and non-union. The patient returned to the operating room on (B)(6) 2015 where all of the original hardware was removed. No infection was noted at the fracture site. The patient was revised to a new pfna nail of the same size. No additional information pertaining to the patient's status is available.

Manufacturer narrative:
Patient dob & initials not provided by reporter. Unknown when non-union occurred. Pfna-ii ø12 130° l240 tan, device is not distributed in the united states, but is similar to device marketed in the USA. Original implant, sometime in (B)(6) 2014. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Explanted on (B)(6) 2015. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was operated in (B)(6) 2014. Fracture gone to nonunion. And at the site of pfna2 blade nail is broken, all parts retrived from patients body. There was no infection at the site of broken nail . Removed the broken nail and used new pfna2 nail again with same size. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The nail was broken. There were usage marks on the product. A device history record review was performed for the affected lot with no abnormalities or deviations detected. The diameter (16.5 mm) was checked and is according to the drawing. No manufacturing related issues were detected. Based on this information, the complaint is rated as confirmed, but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Product investigation summary: it is likely that an overloading situation or strong body / bone movement from the patient led to the damage incurred. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.